Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to low amplitude, noise and oversensing. Troubleshooting was discussed; x-rays were performed which were inconclusive. Eventually the system was reprogrammed into the secondary vector. This system remains in service. No adverse patient effects were reported.